Manufacturer narrative:
Insulin pump passed the displacement test however failed in vibration self test due to broken black wire vibrator motor connector. Insulin pump received with cracked battery tube threads and cracked case display window corner.

Event description:
The customer reported via phone call that the insulin pump was not vibrating. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.